Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2015 with the following findings: a review of the black box revealed one ¿call service (cs) 064-0008¿ alarm on (B)(6) 2015. The battery cap or cartridge cap was not returned. A test battery cap and cartridge cap were used to complete the investigation. The ez-prime¿ steps were successfully performed on the pump with no ¿cs064¿ alarms or any errors, alarms or warnings occurring during the investigation. The product performed within specification and the reported ¿cs064¿ complaint was unable to be duplicated. The pump¿s cover was removed; no intermittent conditions were found to the power pcb or to the motor flex/connector. Unrelated to the complaint, the text on the display screen was found to be dim and reddish.